Event description:
A patient's light adjustable lens (lal, sn (B)(6), +8.0d) was implanted (B)(6) 2025 during primary cataract surgery in the left eye with sulcus placement. Postoperatively, the lal was observed decentered and the patient complained of visual disturbances. The treating physician attributed the decentration of the lens to the "face down" position required of the patient during a procedure on (B)(6) 2025 to repair a retinal detachment in the right eye. A secondary surgical procedure was performed on (B)(6) 2025 to reposition the lens and perform an anterior vitrectomy. At the patient's postoperative exam, on (B)(6) 2025, the patient reported involvement in a car accident on (B)(6) 2025 and complained of glare/halos in the left eye. The patient continued to complain of visual disturbances in the left eye during the postoperative period and it was determined that the lens was decentered temporally. On (B)(6) 2025, an additional surgical procedure was performed to reposition the lens in the eye.

Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).